Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer reported results of 208 mg/dl and 174 mg/dl with test strips lot 493806, 107 mg/dl with test strips lot 495520 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.